Event description:
No known adverse event. Refer to expiration date as complaint notification date. Customer reported blurry image. Be aware this particular scope has now had 4 psls incidents, and was sent to pentax for repair after this final incident. This event occurred at the time of during use. There was no report of patient harm.

Manufacturer narrative:
Evaluation summary: if additional information becomes available, a supplemental report will be filed with the new information. This device is classified as import for export, therefore 510k is not applicable.

Manufacturer narrative:
Correction information: h6: coding changed, based on the investigation result. Evaluation summary: this is caused by environmental factors, that prevent proper cleaning of the lens surface. Resulting in blurring of the image.